Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed paint spots on case parts. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Antenna cable was damaged at the upper hinge. Concomitant medical products: product ID: 229047 analyzer. (B)(4) .

Event description:
It was reported the programmer was returned to replace the cover due to paint on the case. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.